Event description:
The customer's mother reported that her daughter went to bed with bg levels "within normal range," but awoke to levels above 300 mg/dl. She became sick and experienced high ketones and went into dka. She was transported by ems to the hospital; her bg levels were grater than 500 mg/dl at this time. She was admitted and "placed on insulin drip as well as other fluids to stop the vomiting." The hospital monitored her for 24 hours; a new pod was placed and she was released once her bg levels began to lower. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to high bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation - all evidence of a properly functioning pod. The pod functioned as intended during the evaluation and was fully capable of delivering all programmed doses of insulin. No problems were found. The pod's lot data was reviewed for any manufacturing issues associated with the reported symptom - there were no failures in the lot. Based on investigation results, the pod would not have been a contributing factor to the customer's high bg levels. No internal corrective action has been initiated by insulet as a result of this report as the pod was found to function as intended.